Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 24mm synergy ii drug-eluting stent was advanced for treatment; however, the device got caught in the lesion and it was noted that the distal part of the stent was flared. Plain old balloon angioplasty was performed and the procedure was completed. No patient complications were reported.